Manufacturer narrative:
Submit date: 9/14/2018. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the unit is not booting up. Upon triage at the service center thermal damage to the unit was found.

Manufacturer narrative:
Additional information: unique identifier added. Evaluation summary one scd700 compression device was received for inspection when a service technician found thermal damage in the unit. When ac power was supplied, the units charging indicator light weakly illuminated. Upon attempted boot up on ac power, the unit cycled between the battery and the charging indicator on the overlay. The unit also continuously gave one short beep approximately every 4 seconds. The screen remained blank with no backlight. Upon removing the ac power input the unit promptly returned to a dead state. The unit was disassembled for visual inspection. The first observation was pieces of the capacitor were on the inner floor of the unit. There was smoke residue on the front and back case. The overlay had corrosion on the terminus of the flex cable. Three capacitors were found to have failed. Further analysis found corrosion on all pins. The pins were shorted together due to corrosion. This allowed one rail to feed directly into another rail. This caused excessive voltage to the capacitors. The thermal damage was to the capacitors and was a direct result of high voltage on the rail. Disruption of the 6v supply was also the reason the unit could not power on. The technician replaced the main control board. There were only a few spots of corrosion on the board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.